Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 268 mg/dl, 135 mg/dl, and 213 mg/dl. Customer's brother treated her with 12 units of humalog, but customer continued to exhibit high blood glucose symptoms. Customer was taken to hospital where she was treated with insulin, then had low blood glucose symptoms. Customer was treated with sugar water. Customer stabilized over 5 days in the hospital and felt better. Requested return of suspect device; however, customer has discarded test strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.